Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 9 of 13 mdrs filed for the same patient (reference 1825034-2016-03636, 03671 / 03679, 03681 / 03683). This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient underwent a closed reduction procedure approximately twenty-two months post-implantation due to dislocation. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.